Event description:
It is reported that the patient has been revised due to pain.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided. Radiographs were not provided; it is unknown whether the components were implanted with the correct fit orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. The part numbers and lot numbers are unknown; therefore, the device history records could not be reviewed. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.